Manufacturer narrative:
Reason for reoperation: rupture.

Event description:
Healthcare professional confirmed the rupture. Device has been explanted.

Manufacturer narrative:
Visual analysis of the returned device identified a broken shell, around 0-25% of the shell is missing and a weight test of the explanted material was verified and it was underweight. Microscopic analysis of the returned device identified a broken shell with a sharp edge on the patch bond edge assessed as an unidentified tear opening. A dimension measurement in the shell was performed which identified the thickness is within specification. Based on the device analysis the final assessment is a broken shell with sharp edge assessed as unidentified(tear) opening and a missing shell that is assessed as inconclusive

Event description:
Patient reported a right side rupture and "lump." Healthcare professional confirmed the rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side rupture and "lump". Device remains implanted.